Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the presence of thrombus. The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, bend relief collar, and severed portion of the driveline were not returned. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. A larger thrombus formation was found adhered around the inlet bearing ball, obstructing approximately 30-40 percent of the blood flow path. The two thrombi appeared similar in color and structure, suggesting that they likely developed as one formation and broke apart upon disassembly. Both thrombus rings revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. In addition, a small pink tissue-like deposition was found on the rotor body at the distal end of one of the rotor blades. The non-laminated structure of the deposition suggests that it did not initially form on the rotor; however, its specific origin could not be conclusively determined. Finally, examination of the proximal-side of the outlet stator revealed an additional small pink tissue-like deposition situated adjacent to the outlet bearing ball and on one stator blade. The deposition did not appear to have formed in laminated layers, suggesting that it did not initially develop in the outlet stator. Although the origin of the deposition could not be conclusively determined, its structure and color appeared similar to the rotor deposition, suggesting that it may have initially been a part of the deposition in that location. Although a duration of time for which the rotor and outlet stator depositions were present in the device could not be conclusively determined, they were not adhered to the blood-contacting surfaces and did not show any evidence of denaturation, suggesting that they were not present in the pump for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed depositions in the device; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh and hematuria. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The explanted pump was returned for analysis. The evaluation is not complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was experiencing elevated lactate dehydrogenase (ldh) level, low inr, and was symptomatic with blood in the urine. The patient was admitted to the hospital and placed on bivalirudin; however, the ldh level continued to increase. The patient's pump was exchanged on (B)(6) 2016. The patient remains stable. No additional information was provided.